Event description:
During a plif on (B)(6) 2016, the threaded tip of the calix inserter was broken off inside a size 12mm calix trial. A second calix inserter was used to complete the procedure. There was no secondary medical intervention and no patient injury caused by this incident.